Manufacturer narrative:
Insulin pump received with blank display, problem isolated to pcb 2. Unable to confirm failed batt test and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.